Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had been left to charge overnight and kept rebooting when it was powered on the next morning. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the power supply assembly had excessive leakage current. The power supply assembly was then removed and further evaluated. The cause of the reported issue was due to excessive leakage current at pcb mounted jack connectors, designators j41, pin 6 and j42, pin 4. The excessive leakage current was likely caused by ionic contamination. A replacement device was provided to the customer under warranty.